Manufacturer narrative:
The report of the autopulse platform ((B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause was due to the drive train motor brake assembly gap being out of specification. Upon visual inspection no physical damage was observed. The archive data was reviewed and contained a system error 139 (unable to hold compression position) error message error messages on the reported event date. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message. This was caused by the drive train motor brake assembly gap being out of normal range. The autopulse platform is a reusable device and was manufactured on 08 jun 2011. The platform is 7 years old and has not seen a regular preventive maintenance. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with serial number (B)(4).

Event description:
The autopulse platform ((B)(4)) stopped compression while being used on a female patient and displayed a "system error, out of service, revert to manual CPR" error message. The user immediately performed manual CPR on the patient. No known impact or patient consequence was reported.